Event description:
It was reported to philips that the device was unable to store fluoroscopic images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that there was an ippc (image processing pc) issue. The philips field service engineer (fse) inspected the system onsite and found that an image disk problem had occurred but the malfunction couldn't be confirmed. The system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.